Event description:
On 12/30/2009, pt reported she was changing her insulin cartridge on (B)(6)/2009 and accidentally pulled the cartridge out causing the plunger to get stuck on the piston rod. She stated that the cartridge was pretty much empty so, only about 4 drops of insulin got into the cartridge compartment. The 4 drops have already been dried out. She switched to her backup infusion device on (B)(6)/2009. Had pt insert a battery into the infusion device. Advised to always use an aa alkaline battery. Had her retract the piston rod and adjust it all the way forward. Pt was able to remove the plunger from the piston rod. Educated the pt on proper removal of the cartridge. Advised to always turn the infusion device upside down and untwist the adapter completely and allow the cartridge to slide out as opposed to pulling it out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.